Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr had been performed on (B)(6) 2012, the patient suffered from a broken post of the lgn ps high flex xlpe sz 5-6 11mm. A revision surgery was performed on (B)(6) 2024 to address this issue. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is fractured. The clinical/medical investigation concluded that, although post-breakage can be seen with increased loads and certain activities, component orientation leading to impacting the stem, also components do have a finite service life and may require replacement as addressed in the instructions for use. The patient¿s preexisting comorbidities, activities, clinical course and symptoms are unknown; therefore, a clinical root cause of the fractured post after almost 13 years in-vivo could not be determined based on the limited information provided. The patient impact beyond the reported post breakage and subsequent revision could not be determined, although a transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.